Event description:
It was reported that a revision surgery was performed to replace two mobi-c implants that were not originally placed properly and were oversized, and were causing the patient pain. They were replaced with alternative disc replacements with smaller footprints. This is report two of two for this event.

Manufacturer narrative:
Additional information in d4: h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device was evaluated. The articulating surfaces of the polyethylene inserts showed burnishing, pitting worn machining marks, and multidirectional scratches. The backside surfaces of the endplates showed remnants of bone. Overall, the results of the analysis are consistent with a minor wear of the polyethylene insert with no evidence of impingement damage on the endplates. Root cause: root cause was unable to be determined. Per a surgeon review, the x-rays do not provide evidence showing that the implants were improperly placed or oversized. This event could possibly be attributed to unknown patient or surgeon factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00091.

Event description:
It was reported that a revision surgery was performed to replace two mobi-c implants that were not originally placed properly and were oversized, and were causing the patient pain. They were replaced with alternative disc replacements with smaller footprints. This is report two of two for this event.